Manufacturer narrative:
(B)(4). The device and event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported a pcu shut down by itself during infusion. A patient was receiving 0.4 mcg/kg/min of norepinephrine and 0/5 mcg/kg/min of epinephrine via 2 separate modules. Without any warning, the module infusing the norepinephrine "discharged" turning off the infusion. The rn was in the room and quickly changed the module. The patient's systolic blood pressure dropped to the 60's. Unspecific medical intervention was provided. No error codes were identified when the customer downloaded the error logs.